Event description:
The manufacturer received information alleging a ventilator was failing a circuit calibration. There was no harm or injury reported. The device was evaluated by a third party field service engineer and the customer's complaint was confirmed. The device's solenoid valve and machine flow sensor needs to be replaced to address the issue. The device was returned to the customer unrepaired per their request.